Manufacturer narrative:
Incidental finding: superficial damage to the silicone jacket of the driveline was observed during the investigation. Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed through the evaluation of the photo submitted by the account; however, the pump stop could not be confirmed via the submitted log file. Additionally, suspected pump thrombosis could not be confirmed through this evaluation because heartmate ii left ventricular assist system was not returned for analysis. The account suspected that the patient had pump thrombosis and short-to-shield issues. The account submitted a photo of the system monitor that showed a pump off alarm and corresponding low speed and low flow alarms on 24may2019 at 12:31:25. The photo does not depict which power source the patient was connected to at the time of the pump stop. The account also submitted x-rays which appear to show a bend on the internal portion of the driveline. The patient was placed on an ungrounded patient cable to rule out short-to-shield issues. The patient underwent an external percutaneous lead repair on 30may2019. The patient was placed on a grounded patient cable after the repair and no alarms occurred. Of note, the patient¿s ldh was elevated and he underwent an echocardiogram due to suspected pump thrombosis. The submitted log file contained data from 24may2019 16:35:42 through (B)(6) 2019 12:44:15 and captured multiple speed drops below the fixed speed; these decreases in speed occurred during pi events and the pump speed did not drop below the low speed limit. On 25may2019, the actual speed (9490 rpm) momentarily drops below the low speed limit at 13:08:37; however, this decrease in speed occurred when the low speed limit was increased from 9000 rpm to 9800 rpm. The log file appeared to capture the device functioning as intended above the low speed limit for the remainder of the log file with no atypical alarms or events; however, the log file only contained data from 24may2019 16:35:42 through (B)(6) 2019 12:44:15 due to frequent pi events, which is after the reported pump stop on 24may2019 at 12:31:25. Approximately 17.5" of the driveline (s/n (B)(4)) was returned. The proximal 3.5¿ of the driveline was returned with the silicone jacket removed and the proximal 1¿ of the driveline was returned with the bionate and metal braided shield layers also removed. The driveline was wrapped in white tape from approximately 2.5¿ to 12¿ from the metal connector. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was unremarkable. Metal shield breakdown was observed approximately 3¿ and 15¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate 2 IFU states that, ¿the system controller can store 240 events. When the memory is full, the oldest events are deleted as new ones are saved¿ and ¿the controller event recorder is always on. It automatically records any alarm.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump returned. Evaluation of percutaneous lead was already captured under medwatch report MFR# 2916596-2019-02626. Device evaluation : the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stoppages captured in the log files and photo submitted by the account. The evaluation of heartmate ii lvas, pump did not confirm the reported events of potential pump thrombosis or outflow graft obstruction, as the complete outflow cannula was not returned, and also could not determine a specific cause for the reported infection. Moreover, a direct correlation between the returned device and the reported elevated ldh could not be conclusively determined. Lastly, superficial driveline damage was confirmed through the evaluation of the distal end of the driveline. The submitted log files contained data from 23may2019 to 26may2019. Pump stops were captured on (B)(6) 2019 at 22:10:35 and (B)(6) 2019 at 12:31:25 (second pump stop depicted in the submitted photo as well) with corresponding low flow/speed hazard alarms while the patient was connected to the power module. Additionally, a transient elevation in power was captured on (B)(6) 2019 at 12:10:52 (power 11.4 watts) with a corresponding elevation in calculated flow (flow 11.9 lpm) as well as a sustained period of elevated powers on (B)(6) 2019 between 11:02:32 and 12:46:55 when power ranged from 8.5-11.4 watts (average 9.641 watts) with corresponding elevations in calculated flow up to 11.9 lpm. For the remainder of the log file data, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. Evaluation of the sealed inflow conduit and the outlet elbow revealed no evidence of depositions or thrombus formations. The sealed outflow graft and sealed outflow graft bend relief were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 13.5¿ from the pump housing. An additional distal segment adjacent to the metal connector measuring approximately 17.5¿ was also returned under work order # (B)(4). The driveline was wrapped in white tape from approximately 2.5¿ to 12¿ from the metal connector. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the white tape wrapped around the driveline, damage to the silicone jacket was observed approximately 2.5¿, 3.75¿, 4.5¿, and 8.5¿ from the metal connector. The clear bionate layer was unremarkable. Metal braided shield breakdown was observed approximately 2.5¿ and 5¿ from the pump housing as well as 3¿ and 15¿ from the metal connector. Visual inspection of the underlying wires revealed a breach on the black wire approximately 2.5¿ from the pump housing. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation and an additional breach was observed on the brown wire approximately 5.25¿ from the pump housing. The damage to the black and brown wires¿ insulations appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The black and brown wires represent both redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of the either of the compromised wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppage events confirmed in the submitted log files and via the submitted photo. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device 4 years 4 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2015.

Manufacturer narrative:
The reference 2018 outflow graft obstruction repair was reported under MFR # 0291596-2019-02899. Approximate age of device ¿ 4 years 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an outflow graft obstruction repair in 2018 in (B)(6). Log files were sent for review for suspicion for pump thrombosis and short-to-shield. The log file showed that there were no unusual events seen within the log file. The mcs equipment was operating as intended. The speed changes on (B)(6) 2019 were due to the set speed being temporarily adjusted at the system monitor. The log file was not suspected of thrombus or any type of percutaneous lead issue. There was a pump stop with speed as low as 1740 on (B)(6) 2019. The customer placed patient on a ungrounded cable to rule out short to shield. Tech services onsite for a driveline repair on (B)(4). The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur.